Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of a minicap transfer set. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d4 unique identifier (UDI) #, d9, h3, h6, and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was received for evaluation without the dark blue female connector. Visual inspection was performed and a separation between the female connector and main body was observed. The silicone tubing separated from the female connector's post was observed. There were markings on the tubing indicating the tubing was positioned on the female connector's post. Leak, clear passage, and clamp function testing were performed, and no issues were observed. The reported condition was verified. The cause of the separation between the female connector and main body was determined to be manufacturing related due to an inadequate solvent bond between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. The cause of the separation between the tubing and main body was undetermined; however, the assembly between the two components are a friction fit and not a solvent bond. Tugging at the silicone tubing would cause a separation. Should additional relevant information become available, a supplemental report will be submitted.